Manufacturer narrative:
E1: patient city: (B)(6). Patient country: vinhedo cep sp.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. On 11-jun-2024, it was reported that the infusion set tube coming loose. Patient suffered from ketoacidosis. No further information available.